Event description:
The user facility reported that the screws would fall off the screwdriver when the doctor was attempting to screw them in or simply would not disengaged from their carrying cartridge. When one was finally loaded, the physician commented that the screws were difficult to self-drill. While drilling one of 5 mm screws, the head snapped partially off, forcing the surgeon to clip off the screw head and leave an unnecessary implant inside the skull. The surgeon decided to pre-drill the rest of the holes before inserting the remaining 16 screws. The surgery was lengthened, but no further problem was encountered.

Manufacturer narrative:
An investigation has been initiated based on the reported information.